Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 for stress urinary incontinence and mesh was implanted. The patient was seen on (B)(6) 2018 with the complaint of feeling mesh in the vagina which had been evident from six weeks after the procedure. The patient experienced vaginal erosion away from the suture line which causes pain during intercourse. The patient is scheduled for closure of exposed mesh on (B)(6) 2018. No additional information has been provided.